Manufacturer narrative:
The MFR did not receive the device affected because the hospital disposed the implant. Where lot numbers were received for the affected devices, the device history records were reviewed and found to be conforming. Should additional information be received that might change this assessment, an amended medical device report will be submitted. (B)(4)

Event description:
It has been reported that the patient received an alpha insert, on (B)(6) 2007. Six years after implantation, the patient started to hear noise while walking. Due to delamination, the insert slipped and the patient had to undergo revision surgery on (B)(6) 2013.